Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. Based on the device analysis observations, it is likely that after plunger deployment, excessive force was used to rotate the device with the foot open such that the torsional load exceeded the foot strength and resulted in the reported foot break and additional device damages. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 7f sheath prior to a thoracic endograft interventional procedure. The sheath was upsized to a 20f and the interventional procedure was completed. Reportedly, after closing with the knot of the proglide devices, hemostasis was not achieved. The knot of one of the proglide devices was possibly loose as a leak was noted. The physician decided to do surgery in the vessel. During the surgery, three feet from the proglide devices were found in the patient anatomy and were surgically removed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. No additional information was provided.